Event description:
Aspen surgical received a report from the distributor indicating that a pen was discovered with a sealing issue. The item was not in use. No injury/death was reported. This report was filed under our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. Photographic evidence along with the manufacturing lot number were provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the photographic evidence confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. Customer provided product photos that confirm the product was in the seal. The marking pen machine uses an autoloader system to dispense the labels. When the machine is shut down suddenly, the labels can fall out of the pocket, or additional labels can be dispensed. On a sudden shutdown, operators are required to review product for parts in seal. Therefore, the root cause is attributed to operator error. Production team was notified of the reported event. Based on this information, no further action is required.